Event description:
It was reported that the bd ultra-fine¿ mini pen needle was unable to deliver medication, and difficult to operate. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer stated that she is able to prime the needles but during injection the pen jams.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a complaint lot history check was performed on lot # 2033592 for difficult/unable to operate. This is the 1st related complaint for difficult/unable to operate on lot # 2033592. A review of risk management document (B)(4) revision 03 indicates that the potential risk of this specific reported incident (pen needle, difficult/unable to operate) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle was unable to deliver medication, and difficult to operate. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer stated that she is able to prime the needles but during injection the pen jams.